Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs precision neo and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in per the customer's report of "either 21 or (B)(6) 2021." The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc device. The customer experienced symptoms of tiredness, reduced strength, and loss of consciousness. Paramedics transported the customer to the hospital where a blood glucose result of 25 mg/dl was obtained and customer was treated with glucagon injection. A post-treatment reading of 150 mg/dl was also reported. There was no report of death or permanent injury associated with this event.